Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that approximately 5 ml of clear fluid leaked from the coulter lh750 slidemaker. Customer reported that retraction fail errors were also occurring. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a leak at the internal quick disconnect on the left tray. The fse replaced the quick disconnect and resolved the leak.